Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-apr-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine via an implanted pump. It was reported that the patient was brought in for a side port study due to increasing pain and lack of efficacy. The hcp was unable to read the pump until they manually flipped it. Initially, the hcp was not able to aspirate anything from the side port. Eventually they were able to draw out 1.5 mls of yellowish fluid. Fluoroscopy was used and the hcp remarked that he saw the catheter tip near the anchor. It was determined that the catheter was not in the intrathecal space. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The hcp was going to be meeting with the patient and their daughter at a separate meeting to discuss options such as a catheter revision. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.